Manufacturer narrative:
Complaint issue was confirmed in house. A possible root cause was determined. The registry of the silver trace on the large sized leadwear is shifted, resulting in a failure to make contact with the bournes clip pins of the 12 lead adaptors leading to a v-lead failure. No harm was caused to the pt as a result of this incident. The potential for harm was identified and the incident has been deemed reportable.

Event description:
A customer indicated that they had attempted to prepare a pt for 12 lead ECG monitoring with large sized lifesync leadwear, used in conjunction with a lifesync 12 lead cable adaptor. Pt info was not provided. The customer indicated that they observed an out of box v-lead failure. The customer removed the leadwear from the pt, and replaced the failed leadwear with a unit from the same lot. The second unit functioned appropriately. Lifesync corporation reviewed the events and determined that a v-lead failure during an emergency situation could lead to a delay in treatment, which can result in permanent impairment to the pt. No harm was caused to the pt as a result of this incident.